Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not used or charged his scs system in 2 yrs for unk reasons. The sjm rep met with the pt and was unable to communicate with or charge the pt's ipg. Surgical intervention will be taken at a later date to address this issue.